Event description:
It was reported that the user and spouse experienced difficulty during a supply change when the insulin cartridge was not locked into place before attaching the fill tubing, leading to the cartridge pushing out of the ilet chamber and an inability to attach the connector, with no insulin drops observed after a large priming volume. No clinical symptoms reported. Outcomes included no impact on health, no alerts or alarms, and no hospitalization. Investigation included troubleshooting and user education performed by customer support. Investigation of this case revealed the connector functioned as intended and the event was consistent with user handling error during setup. It was concluded that the device did not malfunction and that user error during the supply change caused the issue, which resolved after guided rewind and full supply change, with insulin delivery resuming.